Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2010 , the patient underwent the following procedures: anterior interbody fusion l4-5 and l5-s1 to treat the following pre-op diagnosis: l4-s1 spondylosis. Per operative notes: "once endless plates were decorticated and cleaned, trial sizes were placed and a 13 mm femoral allograft was packed with bmp soaked collagen sponges and tapped into place. A 30 mm cancellous screw was placed anteriorly as a blocking screw. Attention was then turned to l5-s1 where a similar discectomy was performed. At this point, a 9 mm graft was tapped into place. It also contained bmp soaked collagen sponge. Again, a 30 mm cancellous screw was placed as a blocking screw. (B)(6) 2010 , the patient also underwent posterior instrumentation l4 to s1 with to treat the following pre-op diagnosis: lumbar diskogenic syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.